Event description:
When nurses are trying to access the display that shows the list of pagers/caregivers, an error screen appears (below the compressed live waveforms--which are not affected by this anomaly) similar to a web browser screen that says this page cannot be displayed and asks user to refresh, etc. However, to clear this anomaly, biomed needs to restart observe/paging at the database server. (The clinical user cannot just refresh the screen.) No new assignments or changes can be made until this restart occurs. One can return to the main screen to visualize live data and waveforms, and a message at the very top left appears saying paging unavailable. This may lead to missed alarms due to the delay.